Manufacturer narrative:
MFR received date: 20nov2019. When the customer was contacted by the field service engineer, the customer stated that the issue was no longer present and the device was functioning properly. No repairs were needed. This complaint will be closed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019.

Event description:
The customer reported that the device was having a measurement error. There was no patient or user harm reported.